Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis and a gore® dryseal flex introducer sheath. Access angiography after stent graft placement confirmed a localized dissection at the left external iliac artery. A bare metal stent was implanted as a treatment. The left peripheral pulse became weak at the time of closure, and it was suspected the dissection extend into the left internal iliac artery. As a treatment, an additional bare metal stent was implanted into the proximal side of the first bare metal stent. The procedure was completed after confirming that the blood flow had improved. The dissection occurred where the access vessel diameters measured about 6.2-7.4 mm. It was reported that the dissection may have been caused by the use of the 18fr sheath.